Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000450, product ID: bi-500-01605, software version: 4.1.0 h6: multiple annex a codes were coded for this event. A070504 was coded for the power supply being adjusted. A090501 was coded for no scans. A1102 was coded for error phase being showed. Multiple annex g codes were coded for this event. G02008 was coded for product ID: bi-500-01605. G02027 was coded for product ID: bi71000450. The system was serviced in the field and the power supply was replaced. B01, c02, and d02 are applicable. Software data was received by the manufacturer for analysis. No failure was found in the software. B01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that according to the technician, when using foot switch or hand switch there was no scan. There was no error message, and the system status was 2d on pendant screen. After restarting, scan was working. Troubleshooting was done and the system restarted and booted up normally to the 2d screen. The logs were taken and showed the error phase repeated many times. The generator error was clean. The power supply 1 (ps1) was checked and was at 5.04vdc, it was adjusted to 5.20. The manufacturer representative (rep) performed 3d and 2d 15 scans, each time completed successfully. Fluoro and rad calibration were completed. The system has been rebooted several times to try to reproduce the fault. This issue happened about 5 times. A patient was present during the event. The case was spine fusion. The delay was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
D9, h2, h3: the return of bi71000450 provided the lot number v21210119 rev. G. The hardware was returned and analysis was performed. The analyst installed the ps1 in a test imaging system. The system initialized. Generator, communication and charging readied. Ps1 output voltage was 5.22vdc. 2d and 3d images were successful. Previously codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) patient sex and age received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.